Event description:
Post atrial fib ablation the catheters were being removed from the body. An ep fellow stated he "pulled the catheters back" meaning they were pulled back into the right atrium. When the radiology tech was pulling them out of the body, the long sheath was pulled out of the right femoral vein with the catheter still in the femoral vein with the lasso basket fully expanded. While removing the catheter, there was resistance. The tech stopped and notified the doctor. The doctor under direct fluoroscopy collapsed the basket of the lasso and removed the catheter with no harm to the patient.